Manufacturer narrative:
The reported difficult to remove from the anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy appears to be related to a combination of challenging anatomy and procedural conditions. Image resolution poor was due to the patient's anatomy (leaflet prolapse). Unspecified tissue injury appears to be related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtr was inserted, advanced into the left ventricle (lv), and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was freed. However, chordae rupture and leaflet damage were observed. Therefore, the clip was removed from the patient. However, after removing the steerable guide catheter (sgc), it was observed that the interatrial septum was damaged. The procedure was discontinued. No clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtr was inserted, advanced into the left ventricle (lv), and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was freed. However, chordae rupture and leaflet damage were observed. Therefore, the clip was removed from the patient. However, after removing the steerable guide catheter (sgc), it was observed that the interatrial septum was damaged. The procedure was discontinued. No clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.